Event description:
Routine blood cultures on ECMO patient revealed the presence of cupriavidus pauculus. Because ECMO regulates body temp a fever could not be detected. We do routine blood cultures to detect infections. Research revealed that this has occurred last year and this year. Cultures of the water baths used in ECMO procedures also showed the presence of this bug.